Event description:
The pt's family member stated that pt meter was reading lower than usual. She believes this was due to the meter reading in mmol/l instead of mg/dl. The pt was given insulin after testing. She was also admitted to the hosp, where she was treated with insulin. Her family member stated that the meter was previously set to the correct unit of measurement; however, she was unable or unwilling to state if the unit of measurement was recently changed. No further information was provided regarding this incident. It would have been helpful to know what readings the pt had received at home and at the hosp. It would have been also helpful to know what the pt's medication regimen is. A replacement meter has been set to the pt.